Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch was not connecting with the system. No user or patient harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the planned procedure for pain management when the issue occurred, and the procedure was completed by using the wired footswitch. Per the information acquired, the wi-fi indicator on the footswitch and battery indicator were red. The philips field service engineer inspected the system onsite and confirmed that the wireless footswitch was not connecting to the base station. The fse replaced the wireless footswitch in this case and base station in the subsequent case. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.